Event description:
It was reported that low shock impedance was observed on the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.